Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the initial reported condition that the device was not working was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device was vibrating, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device was vibrating. It was further observed that the device had cosmetic damage, foreign substance/debris/cleaning/sterilization, cord damage, illegible etch and air leak. It was also determined that the device had reprocessing liquid damage and hose damage. It was further determined that the device failed pretest for visual assessment to verify that all markings are present and legible, visual assessment to verify that the cord is not damaged, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body, no short circuit between sensor gnd and connector body, and air pump assessment. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.